Manufacturer narrative:
The device could not be operated, so the heat generation test was unable to be performed. The lock lever was found to be stuck. The rotating disc had deteriorated. Upon internal inspection, it was observed that there was deterioration of parts such as the nut collet, o-ring, spring, motor, and bearings due to sticking, rust, and dirt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the device could not be operated, so the heat generation test was unable to be performed. The lock lever was found to be stuck. The rotate disc had deteriorated. The nut collet could not be removed. The o-ring had deteriorated. The motor was rusted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the m5 handpiece was generating heat. There was no known patient impact.